Event description:
Catheter issue during pulse field ablation for afib, varipulse catheter unable to deliver ablation stating "high voltage on 10 and 4". Went through three catheters and two cables, the two failed catheters came from the same lot. Third catheter dropped was successful in providing ablation and did not show voltage error. New catheter worked with original dropped cable. Pt code: 4582. Device code: 2338. Ref: mw5186707.